Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025, the patient sought medical attention at emergency room (ER) due to extremely high blood glucose levels, reaching nearly 600 mg/dl. The high blood glucose levels persisted despite insulin administration, as the cannula was bent. The patient received a manual finger prick, which showed a blood glucose level of 600 mg/dl, and was given insulin via syringe to regulate their levels. The patient reported no recent messages or alarms on their omnipod 5 app and was unfamiliar with the pink slide on the pod. There was no redness, swelling, or insulin leakage at the pod site.